Event description:
The customer observed false depressed results when processing on the alinity c processing module. On (B)(6) 2025 sid (B)(6) generated sodium of 112, rerun of 144, 148 mmol/l. The customer uses sodium reference range:136-144 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section d10 - concomitant product: removed aln c calcium rgt 4000t, 07p57-20, 36343un25 as it was added in error. The field service representative (fsr) inspected the instrument and observed that the cuvette washer assembly was misaligned, which caused the probes to rub against the inside walls of the cuvettes. The fsr realigned the assembly and centered the probes in the cuvette, resolving the issue. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the cuvette washer assembly did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the cuvette washer assembly.

Manufacturer narrative:
Section a1. No additional patient information available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed results when processing on the alinity c processing module. On (B)(6) 2025 sid (B)(6) generated sodium of 112, rerun of 144, 148 mmol/l. The customer uses sodium reference range:136-144 mmol/l. No impact to patient management was reported.